Event description:
Customer reported the insulin pump has been alarming sensor error all day. She turned off sensor for a meeting. Turned it on and sensor alerted meter bg and then sensor error. Troubleshooting was performed. Customer's blood glucose level was 62 mg/dl, treated with food. Alerts were verified. Customer inserted the sensor (B)(6) 2014, on the abdomen with the serter. Customer stated the sensor appeared to be fully inserted and flushed to the skin. First sensor error occurred after inputting first meter blood glucose. Reviewed insertion and taping techniques. Customer was unable to upload to carelink and test the transmitter since she was at work. Customer removed the sensor and noted it was bent. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected one used and opened enlite sensor and performed bicarbonate buffer test per specifications. Sensor failed per specifications, due to high readings.